Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was not yet performed due to the alleged device malfunction. The patient did require an x-ray at the patient's bed side. The patient was transferred to another hospital for a bronchoscopy, which was negative. It was believed that the patient may have coughed up the capsule prior to the bronchoscopy. After the bronchoscopy, the CT scan performed located the capsule in the colon cecum. There was nothing unusual about the patient or procedure itself that may have led to this event. The device operator has been performing this procedure for four years. No known adverse events were reported.